Event description:
Blood tubing defective. After unit of blood was spiked, rn inverted bag to hang on IV pole. Tubing fell apart and disconnected from filter, causing blood to spill all over rn and floor.